Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium large clip applier instrument was closing down on tissue and not releasing. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier issue occurred while the surgeon was attempting to clamp tissue in order to apply a clip. After the jaws closed on the tissue, they would not open when commanded. The surgeon used another robotic instrument to pry the jaws open and release the clip applier from the tissue. The issue was related to the jaws remaining static and not moving as commanded, and there was no unexpected instrument motion. The event occurred during the first clip application of the case. The issue was resolved by replacing the instrument with a backup clip applier.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium large clip applier instrument was analyzed and found to have two severely bent grips causing misalignment of the grip-tips. There was a 1.53mm offset at the tips. The clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint regarding the clip applier was closing but not releasing was confirmed by failure analysis. The probable root cause can be attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.